Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2018, the patient had infiltration of the sacroiliac joint right, to address acute lumbago on (B)(6) 2019, the patient had a revision hip joint to address arthrofibrosis after hip tep right with scarring. There was no mention of the removal of any components. (18.d8.20t8 potentially thought to be (B)(6) 2019 ) the patient had the diagnosis of inlay subluxation with a joint prosthesis on the right. The inlay was noted to be depuy that was implanted. Prior to surgery, the patient was noted to have had a fall. The medical translation provided was difficult to understand. It appeared that the liner was tilted in the cup and there was wear present on the liner. It is unclear if the same liner was placed back in the patient or if a new liner of the same size was positioned. For the purpose of this review, it will be assumed a new liner was placed. The femoral head was revised and a larger head was placed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned femoral head could confirm a disassociation event since it was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. This is a result of the femoral head having articulating against the inner surface of the cup post disassociation of the liner. This evidence of material transfer is expected in cases of disassociation and does not indicate any error or device defect regarding the femoral head. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device (lot/serial/batch) number, and no non-conformances / manufacturing irregularities were identified. Device history review ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: october 5th, 2017. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: september 30th, 2022. 5) IFU reference: (B)(4), e3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =examination of the returned femoral head could confirm a disassociation event since it was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. This is a result of the femoral head having articulating against the inner surface of the cup post disassociation of the liner. This evidence of material transfer is expected in cases of disassociation and does not indicate any error or device defect regarding the femoral head. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = a manufacturing record evaluation was performed for the finished device (lot/serial/batch) number, and no non-conformances / manufacturing irregularities were identified. Device history review = quantity manufactured: (B)(4), date of manufacture: october 5th, 2017, any anomalies or deviations identified in DHR: none, expiry date: september 30th, 2022, IFU reference: 090200701.

Event description:
Patient lawyer is claiming for compensation: patient received hip-tep right side on (B)(6) 2018. After initial surgery the patient suffered pain and underwent multiple treatments and interventions. In addition, noises were apparent. Revision of head and unknown parts on (B)(6) 2019. As per lawyer, the hip head showed high wear.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.